Event description:
It was reported that during a sigmoid procedure, the staples would not hold. No particular problem occurred during the stapling. According to the surgeon, the staple line was visually correct. But just after the stapling, a small part of the staple line got open. Then, by manipulating the stump, almost all of the line opened. After cleaning the abdominal cavity, the flawed staples were removed. The anastomosis was made by manual sutures. The patient is currently fine. There were no adverse consequences for the patient. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.